Manufacturer narrative:
Clarification to health effect - clinical code: e2402 captures the reported wrinkling/rippling (visibility/palpability). The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: wrinkling/rippling.

Event description:
Healthcare professional reported via national breast implant registry (nbir) of the right side device: "wrinkling/rippling". The device was explanted.